Event description:
The report received from a clinical study in another country. Indicated that a patient died of acute heart failure nine months after implantation of several cypher stents in stages as the lesions were found. The initial cypher stent was implanted in an emergency secondary to acute myocardial infarction. Target lesion was in the distal left circumflex coronary artery and it was de novo, concentric, bifurcated and tubular with chronic total occlusion (cto). There was no calcification or flexion. The diameter of the vessel was 3.46mm and the lesion length was 12.75mm. Pre-procedure stenosis was 100% and vessel classification a type c. Femoral approach was chosen for the procedure. Pre-dilation was not conducted. Aspiration was conducted. Cypher (3.5/18mm) was implanted at 16 atm for 16 to approx 30 seconds at the target lesion. Post-dilation was conducted with the sds balloon at 12 atm by kissing balloon technique with a balloon (2.5/20mm: avance) at 6atm at aha14. Timi flow before the procedure was 0 and 3 after the procedure. The residual % of stenosis was 3.6%. Intravascular ultrasound was not conducted. There was no problem regarding this implant and the products. Six months later the patient presented with angina pectoris. Left ventricular hypertrophy was noted, and a lesion with 75% had developed at the distal end of the implanted cypher at the distal left circumflex. Additionally, de novo lesions were discovered in the proximal right coronary artery, distal left anterior descending coronary artery and the first diagonal coronary artery each with a 75% stenosis. The lesions were treated medically and percutaneous coronary intervention (pci) was scheduled for a later date. Two months later, patient underwent a pci to treat the lesions in the distal left anterior descending coronary artery, the first diagonal artery, and the distal left circumflex. To threat the lesions in the distal left circumflex, pre-dilation was conducted with a balloon (3.0/15mm) at 8atm. Inflation time was unknown. Cypher (3.0/23mm) and cypher (3.5/23mm) were implanted at 18 atm with overlap at the distal end of the initially implanted cypher from the distal end. Inflation time was unknown. There was a gap between the initially implanted cypher and these 2 cyphers. To treat the lesion in the first diagonal artery, pre-dilation was conducted with a balloon (2.5/15mm) at 12 atm. Inflation time was unknown. Cypher (2.5/18mm) was implanted at 18 atm not prominent to the left anterior descending artery. The lesion in the distal left anterior descending branch was treated by balloon angioplasty. The details are unknown. One month after the last pci, patient went in for a hospital visit and was in stabile condition. However, the patient went into cardiopulmonary arrest at home five days later and was transported to the hospital. Cardiopulmonary resuscitation was unsuccessful and the patient died on the same day. An autopsy was not performed. According to the physician, the cause of death is due to acute heart failure and therefore, not related to cypher stents. The sudden death was triggered by arrhythmia since there were no symptoms of acute myocardial infarction and the ejection fraction was very low since april 2005.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting stent. This is one of four products involved in the same patient reported under manufacturing numbers 9616099-2007-00549, 9616009-2007-00550, 9616009-2007-00551 and 9616099-2007-00552. Additional information will be submitted within thirty days upon receipt.